Event description:
This was a stenting of the sfa. The catheter was on the target lesion, and the stent deployment was only partially possible. As the physician pulled back, the stent system stuck. The physician then pulled back the whole system and it broke into 2 pieces. Withdrawal of the full stent system was needed; this was done through the introducer sheath. During the withdrawal of the stent system, the physician experienced friction with the consequence of total stent deployment. The stent deployment was not done 100% on the target lesion, however, enough to treat the patient.